Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with a sensor and the insulin pump alarming sensor error alarms. She has been having reoccurring issues for the past three weeks with sensors not adhering. Customer declined troubleshooting. She also stated she has sensor that was split down the middle when she removed it. Customer didn't agree to return the sensor for analysis.